Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, after which error message did not recur, customer could not resume insulin delivery because current cartridge did not have enough insulin and customer did not have backup therapy while traveling. Customer planned to fill and load new cartridge at home without further assistance.